Event description:
Caller indicated the meter was reading high. Bg was 204 at noon, gave herself 1 unit of hemalog. Bg at 5pm was 271, husband called 911 because she was unresponsive. 5:10pm paramedics arrived and blood read 57 on their meter. They gave her dextrose. Patient was not transported.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.